Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, stent damage occurred. The lesion being treated was 99% stenosed with calcification and severe tortuousity in the mid right coronary artery (rca). The physician could not cross the lesion with a taxus exp2 3.00x8mm stent delivery system (sds). After the device was withdrawn from the body, it was realized that the distal side of the stent got flared. The procedure was completed with a different device. No pt injuries or complications were reported. Pt status reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this batch found that the device met its material, assembly, and product specification at the time of release to distribution. The most probable root cause is determined to be due to operational context.